Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Upon evaluation of the returned unit, the claimed condition was confirmed. The heat shrink (black insulation) was observed damaged/wrinkled near its end closest to the tip. Some scratch marks were observed at the distal end of the lumen, near the ceramic tip, exactly behind the heat shrink damage. According to the serfas energy probe family risk management plan; probable root causes for the reported condition can be associated, but are not limited to: non-conforming component. According to the device history record review, the lot was manufactured according to specifications. Based on the fact that no nonconformance reports related to non-conforming component have being identified for the reported lot number that could be related to the reported condition, it can be ruled out as a possible root cause. Poor assembly process. The following caution notes are included in the user instructions of each unit to prevent the reported condition, as follows: examine the probe for damage prior to use and discard if damage is found. No out of box damage was reported in this case. Therefore, these facts provide evidence that a possible workmanship (assembly) related condition as well as a possible non-conforming component are not likely to be possible contributors for the reported condition. Misuse. After performing the visual inspection on the returned unit, the heat shrink (black insulation) was observed damaged/wrinkled. Some scratch marks with a pointy object were observed at the distal end of the lumen, near the ceramic tip. It appeared as the tube was inserted or removed with excessive force through an obstructed passageway, which can result in the damage observed and it is contraindicated as per user instructions for the serfas energy probes family. The user¿s instructions states: do not use the probe as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, as this may result in damage to the tip of the probe. Do not use excessive force when inserting or removing the probe. Do not insert probe into an obstructed passageway. Patient injury and or product damage may result. Do not forcefully impact the tip of the probe with rigid objects inside the joint as this can cause damage to the tip of the probe. As part of the investigation process, previous complaint history review revealed that the most probable root cause for similar cases reported is user related, as the evidence obtained during the returned unit's evaluations revealed that the units were either: used as a tool for the mechanical displacement of tissue or bone (or another instrument), or use the probe as a prying or scrubbing tool, which may result in damage to the tip of the probe as well as the insulation surrounding the tip. Inserted or removed with excessive force through and obstructed passageway, which may also result in product damage. Therefore, based on the information provided, the device history record review & non-conformance review related to the reported lot number, current manufacturing inspection process & controls, risk management report, root cause analysis for previous similar complaints reported and returned unit's evaluation; a possible user related possible contributor cannot be ruled out. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It is reported by mrs. (B)(6) nurse of the hospital, that when coagulation with the probes the heat shrink tubing has been solved at the distal end.

Event description:
It is reported by mrs. Wenzel, nurse of the hospital, that when coagulation with the probes the heat shrink tubing has been solved at the distal end.